Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level dropped after dinner (>100 mg/dl, exact value not provided). Customer ate food to treat low bg level. Customer indicated that low bg level was a result of using the extended bolus feature and would consult with health care provider regarding proper use of this feature.